Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further information will be sent in to FDA as soon as it becomes available. If no further information becomes available, pajunk considers this file as closed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to the (B)(4) ministry of health (moh). The device has not (yet) been sent back to manufacturer for investigation. User narrative: the device was used during birth, but it was not possible to inject the drug after placing the catheter into the peridural space. A new positioning had to be made. Required second intervention/ new placement of the catheter. Indication had to be repeated.